Event description:
It was reported the patient's charger will not communicate with her ipg. The patient's programmer will communicate with her ipg. A replacement charger did not resolve the issue. A sjm representative met with the patient and verified that her charger would not communicate with her ipg. Additionally, the programmer will communicate, however, it indicates stimulation is off. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.